Event description:
The device was returned with no information.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed a gear train anomaly - corrosion and/or wear and/or lubrication - stall due to gear pinion. Final analysis of the returned catheter segments revealed no significant anomalies - acceptable catheter testing.